Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The round brush on the front of the two part head came off in mouth whilst using it / coming off in mouth whilst brushing [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he purchased 4 oral-b dualaction brushheads and the round brush on the front of the two part head came off in his mouth while using it with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he was currently using the 4th brush head from the pack, and this brush head was the third one having this same problem of coming off in his mouth while brushing. The consumer noted that he had used an oral-b electric toothbrush for many years, as well as the dualaction brush heads, and had been very happy. No symptoms developed. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he tried to scratch the logo with a coin and the logo stayed intact. No further information was provided.